Manufacturer narrative:
Submit date: 8/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a month after implantation, blood leakage was found at the venous port when having dialysis. The patient status is stable now and preparing to replace it with another catheter.